Event description:
The surgeon performed arthroscopic shoulder surgery, and at the conclusion of the case, a red burn like mark was noticed on the pt upper arm from the cannula portal entry point. No other adverse effects were reported by the surgeon or the affiliate.